Event description:
It was reported that the patient¿s system was being removed because she needed a MRI ¿somewhere in the body.¿ the health care provider (hcp) noticed through x-ray that there was a partial abandoned lead on the opposite side of the patient¿s body. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 355018, lot# w59940, implanted: (B)(6) 2010, product type accessory; product ID 3093-33, lot# v514001, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).